Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging unresponsive keypad issue. All buttons on the pump are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/19/2013 with the following findings: visual inspection of the pump showed some cosmetic defects with no visible damage to the keypad. Investigation revealed that the ¿up¿ button was un-responsive while the ¿down¿ ¿ok¿ and contrast buttons were responding properly. Removal of the rubber keypad revealed no damage or contamination to the button contacts. The pump case was opened and moisture was found throughout the pump interior including on the keypad flex.